Manufacturer narrative:
(B)(4).

Event description:
The pt experienced drug withdrawal 3 years ago (specific date not reported) because, it was believed by the reporter, the catheter "pulled loose" and the pump medication was not going into the intrathecal space. The pt experienced grand mal seizures and believed these could have caused the catheter to be "pulled out." When the pump was replaced, the hcp (healthcare professional) discovered the catheter tip was "pulled out." The pump medication was not reported. Additional information has been requested, but was not available as of the date of this report.